Manufacturer narrative:
The company rep examined the system and the problem reported was not duplicated. The company rep reviewed the system event log and noted system message, tune failed - tuning in air. The company inspected the connectors and replaced the top phaco handpiece port due to discolored pins. The system output and calibration were confirmed. The footswitch and cable were replaced. The system was then tested and met all product specifications. The root cause could not be determined. (B)(4).

Event description:
An operating room supervisor reported the system did not produce phaco power during a procedure. The console was exchanged and the case was completed without pt harm.